Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, the fse performed a functionality test using the hardware test application. The fse was unable to duplicate the reported failure. The system functioned as intended when the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie in drawer 2c failed and medication was inside, the cubie would not release and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.